Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should only use the syringes and needle tips that come with your t:slim x2 cartridges.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with at least 100 units of insulin during the load sequence. Reportedly, customer used an insulin pen to load the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a correction bolus and a manual injection of insulin to address high bg.